Manufacturer narrative:
On 20-oct-2025, additional information was received providing additional details about the patient and adverse event. The patient was a 63-year-old male. Patient had a very low ejection fraction, 15%-20%. Patient had no known other anatomical abnormalities. Patient had been pre-anticoagulated with eliquis; uninterrupted. Thrombus was checked pre-ablation, but no transthoracic echocardiogram (tee) / intracardiac echocardiography (ice) check. Protamine was provided. The findings from any brain scans/magnetic resonance imaging (MRI) were multi-embolic findings on MRI and head computed tomography (CT). The patient¿s outcome of the adverse event was that the patient¿s condition has improved; the patient¿s symptoms are mostly resolved. Patient was released/discharged on (B)(6) 2025. The patient required extended hospitalization for observation. Patient¿s chadsvasc is 2. No radiofrequency (rf) was used. An agilis 8.5f sheath was used. There were no catheter exchanges. Additional case investigation was also carried out. It was indicated they mapped with soundstar then varipulse. Tissue proximity indication (tpi) calibration was not optimal, all electrodes out and into cone/left atrium (la), most likely the varipulse (vp) had tissue contact while calibrating. (Bad imp/calibration input = bad tpi output), good workflow that vp was used for electro-anatomic mapping (eam), helping build bipolar ablation mode (bim). No stacking observed. Left pulmonary veins had less than recommended ablations (possibly because it was a redo procedure) - pw had some incomplete ablations (pvi+ ablations). The extended patient history is unknown. No cerebrovascular accident (cva) risk factors observed during review. It was confirmed that patient was treated for persistent afib (psaf). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
After a redo persistent atrial fibrillation (afib) ablation procedure with a varipulse catheter, the patient experienced a stroke or transient ischemic attack (tia). A computed tomography (CT) angiogram (cta) test was ordered and came back normal. The patient continues to be under observation. After the case was completed, the patient was moved to recovery, and the patient began displaying left-sided weakness, slurred speech, and facial drooping. These symptoms are consistent with stroke or transient ischemic attack (tia). A cta test was ordered and came back normal. After seeing the patient this morning, the physician stated that the patient is almost at baseline, and patient continues to be under observation. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event was that the patient had left ventricle (lv) dysfunction and considered the possibility of clot formation immediately following the cardioversion that was performed. The neurological impairment event that occurred was cerebrovascular accident (cva)/stroke. Magnetic resonance imaging (MRI)/CT head imaging was done to diagnosis or rule out a stroke. There were multi-embolic findings on MRI and head CT. Patient required extended hospitalization. The patient¿s outcome from the adverse event was reported to be mostly recovered and the patient was released on 25-sept-2025. The energy source used when the adverse event occurred was pulsed field ablation (pfa). The procedural activated clotting time (act) during procedure was therapeutic. No catheter or sheath exchanges occurred. One transseptal puncture site was performed during the procedure. The number of performed ablations were 21. 15 ablations performed within the pulmonary veins, and 6 performed outside the pulmonary veins/posterior wall. The irrigation rate used during this procedure was 4ml/min then 30ml for pfa deliveries. The type of sedation used was general anesthesia (ga), no paralytics. No evidence of char or blood thrombus/clot during the procedure. No issues with flow rate change at the start of ablation. No other observations such as intracardiac excessive microbubbles observed via ultrasound and no excessive impedance errors noted during the case. The patient¿s rhythm during ablation was normal sinus rhythm (nsr), and cardioversion (cv) was performed up front. A pre-ablation thrombus check was performed, not with transesophageal echocardiogram (tee); pre-check was done with intracardiac echocardiography (ice) catheter prior to cv. The patient did not have any anatomical abnormalities.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #(B)(4).